Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 and (B)(6) 2016 for diabetic ketoacidosis (dka) and elevated blood glucose levels in the 400's (mg/dl). Customer was treated with intravenous (IV) drip. On both occasions, the customer was released from the hospital the following day ((B)(6) 2016 and (B)(6) 2016), with the issue resolved and no permanent damage to the customer. Additionally, on (B)(6) 2016, the customer reported bg levels in the 300's (mg/dl), which was addressed with a correction bolus and insulin pens. Reportedly, the customer believes the pump is not delivering boluses properly. System check was performed with tandem technical support and indicated that the pump was performing as intended. However, customer maintained that the pump needs to be replaced. Tandem's technical support informed the customer that the clinical diabetes specialist would be consulted for additional assistance. Customer understood, had no further questions, and confirmed backup insulin pens were being used for diabetes management.